Manufacturer narrative:
The device was returned and is pending investigation.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula looked crooked/bent. As treatment for hyperglycemia, manual injections of insulin were delivered and a new pod was applied.

Manufacturer narrative:
The returned device was evaluated and the linkage assembly was found to be not fully retracted before opening the pod. The formed needle was visible in the exposed soft cannula. After opening the pod the linkage assembly fully retracted and score marks were found on the top housing. This indicates a misalignment between the linkage assembly and top housing which caused the formed needle to not fully retract leaving the formed needle visible in the exposed soft cannula. As a result, the exposed soft cannula was kinked at the point of the exposed formed needle. Fluid was able to pass through the distal tip of the cannula during fluid path testing. The download data does not contain any timeouts or pulse width increases.